Event description:
During a routine filter removal in an asymptomatic patient, it was noted that an arm of the filter was detached and was incorporated in the cava wall. The filter was removed successfully. The doctor attempted to snare the limb, which resulted in the limb moving into the pulmonary artery. Patient is reported to be fine. No other plans to remove limb.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number is unknown. The filter was returned and it was confirmed that one arm had detached from the filter. Based on the information available, it is unknown if patient or procedural factors contributed to this event. The results of this evaluation are inconclusive and the definitive root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases; however, have been reported without any adverse clinical sequelae.